Event description:
It was reported by service report that the bed had a broken foot-left siderail. Further investigation noted there were sharp edges. No pt involvement or adverse consequences are reported.